Event description:
It was reported that the last device interrogation showed signs of the beginning of a possible lead fracture. It was also reported that the impedances were "sometimes out of the normal range." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2009 (B)(6). (B)(4).